Manufacturer narrative:
Product analysis: analysis of the programmer confirmed the customer comments that a software update was required, and the programmer failed to power on. Analysis also noted that the programmer shut down during retrieval of the logs, the power supply was replaced as preventative, the keyboard latch was broken, the lower and upper display bullets were missing, the media bay door latch was broken, the power cord was missing, the feet on the lower case were worn and the fan was noisy. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer has been returned to service and subsequently tested out-of-specification during manufacturers analysis. There was no patient involvement.